Event description:
It was reported that during a da vinci surgical procedure on (B)(6) 2014, the surgeon kept getting a follow on matching grip (fomg) and arm locks message while gaining control of the instrument. It was reported that the instrument jaws opened and released the suture. Upon troubleshooting with the surgeon isi technical support advised him to roll the master tool manipulator (mtm) wrist if he received the fomg system notification. The suture was retrieved laparoscopically during the same surgical procedure. There was no allegation of any harm, injury, or adverse outcome to a patient. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the surgeon to verify the reported complaint and the surgeon stated that when he clutched to move the arm, it would lock up.

Manufacturer narrative:
An isi field service engineer (fse) went to the site on (B)(4) 2014 to verify the customer reported issue. The fse test drove the da vinci system and fse could not duplicate the reported complaint. The fse tested the system and found it to be working to manufacturer's specifications with no defect or malfunction. The system logs were reviewed for this site with a procedure date of (B)(6) 2014 and there was a recoverable fault, system error code 23020 at the instrument clutch switch on patient side manipulator (psm) arm 2 (psm2) was found. An in-house da vinci system was used to attempt to replicated the issue with a large needle driver instrument holding a needle. While holding the needle with the mtms past bumper (end) position,the failure analysis engineer moved their head out of the surgeon console, which prompted the follow on matching grip (fomg) message. With the masters held past the bumper, failure analysis investigation found that they could get back into following mode by rolling the masters or even moving them up/down. When needle was grasped and masters were not at the bumper position and engineer took their head out, the only way failure analysis engineer was able to get back into following motion was squeezing of the masters. Evidence suggests that the surgeon may have opened the masters immediately after going into following mode, which caused the grips to open, and consequently dropping the needle.